Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A review of the battery voltage measurements recorded while the device was implanted showed that the measurements dropped in a gradual decline over the use of the device. There were no abrupt drops; however, when plotted next to a nominal plot for voltage decline a faster than normal decrease was noted. The device case was removed to facilitate inspection and testing of the internal components. Initially the battery voltage was measured at 2.448 volts. Telemetry was applied and battery voltage dropped to 2.285 volts. Detailed analysis determined that a battery component manufactured by another supplier did not operate as expected, resulting in the observed premature battery depletion. The root cause of the component issue was unable to be determined.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker remains in service and no adverse patient effects were reported. Additional information was received that the device was explanted. No additional adverse patient effects were reported. The device was returned for analysis.